Event description:
According to the distributor, the pt has to press the audio bolus button several times to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the ok/contrast buttons were responsive to user inputs during testing; however, the audio bolus button was detached, the up/down buttons were intermittently responding during testing, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.